Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first suture was deployed and pre-placed as intended. Reportedly, after step 3 the suture was tearing during used of the second postyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.